Event description:
Hvad placed (B)(6) 2017 s/p hvad pump exchange on (B)(6) 2017. Hospital course c/b intra-op bleeding, cardiogenic shock, and leukocytosis. Continued to have rising ldh and bili s/p exchange. Increased vad flows and watts, tee with concerns for high velocity at outflow cannula. Taken to operating room for vad exchange on (B)(6) 2017.